Event description:
Baxter (B)(4) received a report that an intermate had an unspecified problem. When the device was received for evaluation, baxter service personnel reported that the luer was broken. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. However, a portion of the luer was not returned with the device for evaluation. Visual examination confirmed the reported condition of broken distal luer. Based on the evaluation, broken/cracked luer near the base of the stem is due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.